Manufacturer narrative:
(B)(4). Eval: result: (arterial occlusion). Result and conclusion: (moderate neck angulation).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm on (B)(6) 2011. The aortic neck had moderate neck angulation. The vessels had mild to moderate calcification. It was reported that two days post stent graft implant, the pt had abdominal pain. A CT was done and demonstrated that the stent graft was partially covering one of the renal arteries. The physician believes that at the time of implant, the stent graft may have been deployed higher than intended; however, it was not noted at the time of implant. The pt is on dialysis and the creatinine level is dropping. The pt was taken off dialysis. No further intervention was performed and the pt is fine.